Manufacturer narrative:
This report is submitted july 4, 2018.

Event description:
Per the clinic, the patient experienced persistent pain at the implant site, non-auditory sensations, tinnitus and dizziness resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.